Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the watchman access sheath (was). The device was bloody. The hub, sheath, and tip were microscopically and tactile inspected. Inspection revealed kinks in the sheath located 5cm and 52cm from the tip and there was tip damage (misshapen/delamination). The inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 24 april, 2018. It was reported the access system kinked during use. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was advanced in the patient. The was kinked due to too "tension is too large". The device was removed and the procedure was completed with another was. There were no patient complications reported and the patient status was stable. However, device analysis revealed inner liner delamination.